Event description:
A manufacturing representative (rep) reported that they were notified by a healthcare provider (hcp) that the patient was admitted to the emergency room (ER) due to their "battery was out". The rep had limited information, as this was being passed along by the hcp, who was in contact with the family member of the patient. The rep wanted to determine what the patient was implanted for and they did not know if the device was at eri or what exactly was meant by "battery was out". The patient was admitted because they were having a return of symptoms and couldn't walk without the implantable neurostimulator (ins). Later, on the day of the report, the rep said that the patient was seeing a call doctor symbol. The rep was not with the patient and did not know fi there was any error code displayed. They confirmed the patient's therapy was off. It was noted that the recharge interval was checked and it was okay. Later, on the day of the report, the patient's family member reported an informational por. They were walked through how to clear the informational por and they were able to turn stimulation on and "it said ok and 50%". Follow up from the rep, on (B)(6) 2016, reported the patient said they charged "it" and the patient was better. The ins was indicated for parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.